Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in backup mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that upon initial interrogation, the pacemaker was found to be operating in backup vvi mode. The device was not utilized for patient therapy. No patient involvement or adverse clinical impact was reported.